Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 29, 2021.

Manufacturer narrative:
This report is submitted on october 04, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to no benefit and is required to undergo multiple MRI procedure. There are no plans to reimplant the patient with a new device as of the date of this report.